Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with a false pause episode on their implantable cardiac monitor due to loss of contact. The patient came in for a routine in clinic checkup on (B)(6) 2021, where the device was now functioning normally. No intervention was reported. There were no patient consequences.